Manufacturer narrative:
Device not returned.

Event description:
During preventative maintenance of the device, the user reported that the latch on the air bubble detector was broken. Since the event occurred during preventative maintenance, there was no patient involvement during this event.